Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing issues high blood glucose. The blood glucose level was 400-500 mg/dl. Customer was treated with manual injection. Customer had been also facing no delivery alarms and the issue was resolved by complete set change. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.